Event description:
The customer reported that during ivig infusion an "air in line" alarm occurred. While the nurse was removing the IV set from device the IV set separated from the upper fitment. The tubing was immediately clamped and the IV set was replaced. There was no patient injury. No further patient/ event info was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for evaluation.